Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg pas per iso 7198. The test results indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient underwent a femoral/popliteal bypass procedure on (B)(6) 2012. It was reported that after unclamping oozing occurred along the length of the graft. This oozing prolonged the procedure by 30 minutes and required the use of hemostatic agents and placement of a drain. The graft remained implanted and there was no reported patient injury.